Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the rv lead 7741/(B)(4) was explanted due to perforation on the heart wall. No additional adverse patient effects were reported.